Event description:
It was reported that; patient had spinal fusion surgery on (B)(6) 2014. The rod came out of the closed head lilac screw. During a revision surgery on (B)(6) 2015 the screw was removed and replaced with a open iliac screw. There were in fact two screws. During the surgery the doctor did make a comment that the screws were loose.

Manufacturer narrative:
Method: device not returned. Results: because the device was not received back, testing and inspection could not be performed to aid in root cause determination. A review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. Conclusion: because the device is unavailable for evaluation, the root cause cannot be determined conclusively.

Event description:
It was reported that; patient had spinal fusion surgery on (B)(6) 2014. The rod came out of the closed head lilac screw. During a revision surgery on (B)(6) 2015 the screw was removed and replaced with a open iliac screw. There were in fact two screws. During the surgery the doctor did make a comment that the screws were loose.